Event description:
During a meniscal repair procedure, the sutures broke on one device and two others had difficulty sliding the knots. At the time of this filing there was no additional information available.